Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there a leak was identified from the patient line of a homechoice cassette. This occurred during fill two of four for peritoneal dialysis therapy. It was further reported there was a hole in the patient line and the line was "spraying solution under her bed". When the issue was detected, the patient stopped, ended therapy, and started over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.